Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there were issues advancing the guidewire into the left ventricular (lv) lead. A different guidewire was used, the lv lead was placed successfully, and remains in use. No patient complications have been reported as a result of this event.